Event description:
Customer reported the program settings on his insulin pump was erased. The customer stated he was hospitalized due to his settings being erased. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The customer also stated there was a button error alarm in his alarm history. Customer's blood glucose at the time of the call was 135 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.